Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention for an unknown reason, during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicate the surgery took place due to the ipg reaching end of life. It is unknown if it prematurely depleted.